Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: uterus/echogenic foreign bodies in the myometrium appeared to represent displaced esure coils") and pelvic pain ("chronic pelvic pain") in a 46-year-old female patient who had essure (batch no. A66675) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didnt underwent essure confirmation test". The patient's past medical history included c-section in 2002, sinus operation in 1996 and endometrial ablation. Previously administered products included for an unreported indication: mirena iud from 2012 to 2013. Concurrent conditions included allergic rhinitis, hypothyroidism, hyperlipidemia and herpes labialis. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 3 years 11 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and abdominal pain ("abdominal cramping"). The patient was treated with surgery (salpingectomy & hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion and abdominal pain outcome was unknown and the pelvic pain and back pain had resolved. The reporter considered abdominal pain, back pain, device expulsion and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2013,ultrasound scan revealed iud present within the lower uterine segment, tip of the iud is estimated approximately 3.5 cm from the portion of the endometrium. Endometrium is normal in thickness in premenopausal patient measuring 1.1 cm. Bilateral ovarian follicles. Small leiomyoma. On (B)(6) 2017,uterus felt to be normal size, mildly tender. Mild adnexal tenderness. No cervical motion tenderness. On (B)(6) 2017, findings included segments of bowel were visualized and were normal. There were no adnexal masses. There was displacement of the e sure coils bilaterally. The right coil appeared to be within the endometrial canal. On the left, the coil was visualized in the cornual region of the uterus on the left. A segment appeared perforated through the uterine wall in the region of left cornua anteriorly. The remainder of the coil appeared myometrial in location. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events essure migration is added. Lot number added. Historical drug is added. Product , patient & reporter information updated. Fup 1, fup 2 and fup 3 processed together on (B)(6) 2018: fup 1, fup 2 and fup 3 processed together. On (B)(6) 2018: concomitant conditions and lab data added. Fup 1, fup 2 and fup 3 processed together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: uterus/echogenic foreign bodies in the myometrium appeared to represent displaced esure coils") and pelvic pain ("chronic pelvic pain") in a 46-year-old female patient who had essure (batch no. A66675) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didnt underwent essure confirmation test". The patient's past medical history included c-section in 2002, sinus operation in 1996 and endometrial ablation. Previously administered products included for an unreported indication: mirena iud from 2012 to 2013. Concurrent conditions included allergic rhinitis, hypothyroidism, hyperlipidemia and herpes labialis. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 3 years 11 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and abdominal pain ("abdominal cramping"). The patient was treated with surgery (salpingectomy & hysterectomy) and surgery (vaginal hysterectomy and bilateral salpingeclorny). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion and abdominal pain outcome was unknown and the pelvic pain and back pain had resolved. The reporter considered abdominal pain, back pain, device expulsion and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2013, ultrasound scan revealed iud present within the lower uterine segment, tip of the iud is estimated approximately 3.5 cm from the portion of the endometrium. Endometrium is normal in thickness in premenopausal patient measuring 1.1 cm. Bilateral ovarian follicles. Small leiomyoma. On 17-feb-2017, uterus felt to be normal size, mildly tender. Mild adnexal tenderness. No cervical motion tenderness. On 22-feb-2017, findings included segments of bowel were visualized and were normal. There were no adnexal masses. There was displacement of the e sure coils bilaterally. The right coil appeared to be within the endometrial canal. On the left, the coil was visualized in the cornual region of the uterus on the left. A segment appeared perforated through the uterine wall in the region of left cornua anteriorly. The remainder of the coil appeared myometrial in location. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: uterus/echogenic foreign bodies in the myometrium appeared to represent displaced esure coils") and pelvic pain ("chronic pelvic pain") in a 46-year-old female patient who had essure (batch no. A66675) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didnt underwent essure confirmation test". The patient's past medical history included c-section in 2002, sinus operation in 1996 and endometrial ablation. Previously administered products included for an unreported indication: mirena iud from 2012 to 2013. Concurrent conditions included allergic rhinitis, hypothyroidism, hyperlipidemia and herpes labialis. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 3 years 11 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and abdominal pain ("abdominal cramping"). The patient was treated with surgery (salpingectomy & hysterectomy) and surgery (vaginal hysterectomy and bilateral salpingeclorny). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion and abdominal pain outcome was unknown and the pelvic pain and back pain had resolved. The reporter considered abdominal pain, back pain, device expulsion and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2013,ultrasound scan revealed iud present within the lower uterine segment, tip of the iud is estimated approximately 3.5 cm from the portion of the endometrium. Endometrium is normal in thickness in premenopausal patient measuring 1.1 cm. Bilateral ovarian follicles. Small leiomyoma. On (B)(6) 2017,uterus felt to be normal size, mildly tender. Mild adnexal tenderness. No cervical motion tenderness. On (B)(6) 2017, findings included segments of bowel were visualized and were normal. There were no adnexal masses. There was displacement of the e sure coils bilaterally. The right coil appeared to be within the endometrial canal. On the left, the coil was visualized in the cornual region of the uterus on the left. A segment appeared perforated through the uterine wall in the region of left cornua anteriorly. The remainder of the coil appeared myometrial in location. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and abdominal pain ("abdominal cramping"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain and pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.